Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was capped and replaced during a routine generator change due to a decrease in impedance. It was noted that the impedance had been gradually decreasing since implant. The patient was stable following the procedure.